Manufacturer narrative:
The permanent cautery hook instrument was received, and failure analysis found the instrument to have a broken ceramic sleeve. Broken pieces were missing as a result of the breakage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has been received for failure analysis evaluation. However, the failure analysis investigation has not been completed at the time of this report.

Event description:
It was reported that during a da vinci-assisted median arcuate ligament syndrome (mals) procedure, the permanent cautery hook instrument broke, and a piece fell into the patient. While the system remained docked, it took over 30 minutes to locate all fragments. When the surgeon attempted to remove the instrument from the trocar, they met resistance, and device fragments including a black piece and the hook tip fell inside the patient. There was no collision with another instrument or hard surface. An additional inspection with the camera and live c-arm x-ray were used to locate the broken fragments; the robotic camera and instruments were used (under direct control of the surgeon - the robot was not docked) to remove the broken pieces from the abdomen. The instrument was inspected prior to use and showed no signs of looseness, nor did it collide with any other instruments or hard materials during the surgery.